Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that their device from 2005 was implanted improperly. The patient stated they had pulled the wires so much out during the trial and the healthcare provider stated it might not work as much. The patient stated they didn¿t pull them, they hooked on something. The patient stated they never had a trial, they just put something in. No patient symptoms were reported. No further complications were reported.